Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -14.50/2.5/002 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was exchanged with a for a longer length lens due to low vault during a second surgery on (B)(6) 2019. This resolved the problem. Cause of the event is reported as unknown.